Manufacturer narrative:
B3: on an unreported date in april 2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis, hospitalization, treatment, and patient outcome were not reported. At the time of the report, it was reported that pd therapy was discontinued. The reporter declined to provide additional information.